Manufacturer narrative:
The event occurred in (B)(6). (B)(4). Strips not available for return.

Event description:
Caller reported compact plus system blood glucose result of 12.6 mmol/l, had symptoms of hypoglycemia shortly thereafter. Retest result within 10 minutes using wife's mobile system was 5.8 mmol/l. Wife treated customer with subcutaneous glucose, customer improved; no further medical attention reported. Compact plus meter and strips not available for return, replacement sent.